Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose (bg) reached 450 mg/dl so she gave a bolus of 2 units of insulin. She checked her bg levels it went up to 500 mg/dl and another bolus of 1.50 units of insulin was given. Her bg rose to 600 mg/dl so she decided to removed the pod and give a manual injection of 4 units with an insulin pen. Upon inspection it was noticed that the cannula was bent.